Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event/procedure is estimated. D4: a partial UDI was provided as the lot number is not known. D6a: date of implant estimated. Literature attached: article title: "isolated sublingual hematoma post internal carotid artery stenting for internal carotid artery stenosis in high-risk patients as uncommon and rare misadventure: a case report and review of literature'.

Event description:
It was reported in an article that the patient had a history of repeated transient ischemic attacks throughout the year prior. The patient experienced two cerebrovascular strokes (cvs) three months and one month prior, respectively. Computed tomography angiography (cta) revealed right and left internal carotid artery (ica) stenosis 86% and 75% respectively. The right side was stented without issue and six months later the patient returned for treatment on the left side. Diagnostic digital subtraction angiography (dsa) was performed and showed 90% tight left ica stenosis. An 80x40 mm xact self expanding stent was implanted while the emboshield nav6 embolic protection system (eps) provided protection in both procedures. However, after the left ica was stented, immediately following the procedure, the patient complained of sudden onset of painful tongue swelling, associated with sublingual swelling, drooling, sore throat, dysphagia and difficulty in speech. Oral examination revealed mild to moderate tongue swelling associated with an isolated sublingual hematoma. The patients¿ airway was patent without any respiratory compromise with normal oxygen saturation. The patient underwent close observation with respiratory monitoring, airway patency and oxygen saturation monitoring. The patient also received broad spectrum antibiotic and antiedema therapy. On the 2nd postoperative day, the hematoma was stable, not increased in size. The airway was also patent without any respirator compromise. Postoperatively, and on the 3rd day the sublingual hematoma was observed to decrease in size with improvement of the patient¿s speech, no dysphagia, or sore throat. The patient was discharged and instructed to follow up within the next week, where the sublingual hematoma had resolved and had completely disappeared. The patient received routinely a combination of anti-platelet therapy and no surgical intervention was required. Additional information can be found in the attached article "isolated sublingual hematoma post internal carotid artery stenting for internal carotid artery stenosis in high-risk patients as uncommon and rare misadventure: a case report and review of literature ". The emboshield nav6 eps will be captured as a non-complaint product experience (pe). The device was used without reported issue and there were no adverse patient effects reported due to this device. There is nothing in the information provided that meets any part of the definition for a complaint as stated in 21 cfr 820.3.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, an electronic lot history record (elhr) review and a review of the complaint handling database was not performed because the part and lot number were not reported. The reported patient effects of hematoma, cerebral edema and pain are listed in the xact carotid stent system instructions for use as possible adverse events potentially associated with use of these devices. A conclusive cause for the reported hematoma, edema and pain, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.